Event description:
Additional information reported that the patient currently has loaners. The clinical engineering plans to examine equipment as the mpu and charger do not power on. The patient has not returned any calls or responses since being discharged from jail. Prior authorization has been submitted for equipment. It is under review at this time. No further information provided.

Manufacturer narrative:
Manufactures investigation conclusion: the mobile power unit (mpu) was not returned for analysis and remains in use. The reported event of damage to the mobile power unit was not confirmed. The mobile power unit (mpu) was not returned for analysis, and no additional data was provided. Additional information provided on 21apr2021 stated that the equipment was damaged and would not work. It therefore will not be returned to abbott labs for evaluation. A root cause for the damage to the mpu was unable to conclusively determined through this investigation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s mobile power unit may have sustained damage. Additional information requested but not provided.